Manufacturer narrative:
Postal code (B)(6). Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and lymphadenopathy.

Event description:
Physician reported for left side "discomfort in left breast¿, ¿signs of rupture¿, ¿snowstorm", "echogenic images and folds on the inside with a keyhole sign¿, ¿several hyperechogenic nodes from 0,5 to 3 cm in the left axillary area, indicative granuloma siliconoma and also residual siliconomas in the left axillary¿ confirmed by ultrasound. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported for left side "discomfort in left breast¿, ¿signs of rupture¿, ¿snowstorm", "echogenic images and folds on the inside with a keyhole sign¿, ¿several hyperechogenic nodes from 0,5 to 3 cm in the left axillary area, indicative granuloma siliconoma and also residual siliconomas in the left axillary¿ confirmed by ultrasound. The device has been explanted.